Event description:
It was reported that the patients ipg was not charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.